Event description:
Related MFR report: 1627487-2020-23040.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR report: 1627487-2020-23040. It was reported the patient's scs system lead was exhibiting high impedance on multiple lead contacts. The patient did not have any coverage on their left side. Surgical intervention was taken and both of the patient's scs system leads were replaced. There were reportedly no complications during the procedure, and effective stimulation therapy was restored.